Manufacturer narrative:
This is a final report. The meter was returned and an investigation utilizing the returned meter with a known good battery, has determined the complaint is not confirmed. Meter did power on with button depression. Meter did power on with strip insertion. Blank screen was not observed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that approximately two weeks prior to calling customer service on (B)(6) 2014, her adc blood glucose meter had a blank screen. Customer further reported she was "sweaty and cold" and subsequently experienced a loss of consciousness. Paramedics were called and treated customer on the scene with two "glucagon pens, sugar gel, syrup and juice". There was no report of death or permanent injury associated with this event.